Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported the following a coronary artery stenting treatment procedure the patient developed restenosis. The index procedure in (B)(6) 2011 treated one 2.5x10mm, 100% stenosed lesion in the proximal lad (left anterior descending). Treatment consisted of predilation and placement of a 2.5x12mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged three days post procedure on aspirin and prasugrel. In (B)(6) 2011, the patient presented with chest pain and dyspnea and was referred for cardiac catheterization. A myocardial perfusion study in the antrum revealed a significant anterior scar. Initial troponin levels were 0.03 and EKG showed no acute st changes with anteroseptal q-waves. Angiography showed 80% focal stenosis at the distal edge of the study stent in the proximal lad. Treatment consisted of placement of a 2.5x18mm non-bsc stent which transmitted the edge stenosis into the study stent and kinked the distal edge of the study stent and a second 2.5x12mm non-bsc stent was placed distally to the first with 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged one day post reintervention on aspirin and prasugrel.